Event description:
The complainant reported that the patient was on bipella support and when the impella rp was removed the impella 5.5 needed to be repositioned. On day 10 of 5.5 support the impella was facing toward the mitral valve and measuring 6.8cm. Decision made to reposition and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.